Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported hypoglycemia which did not require treatment. The event involved product(s) mmt-1780kl, mmt-242a. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported low bgs. Customer has been using the insulin pump system within 48hrs of reported low bg event. Cust believes the pump is over delivering. No further patient complications were reported. Product return requested for mmt-1780kl. Customer declined to return, or is unable to return. No product return is required for mmt-242a.

Manufacturer narrative:
Pump successfully downloaded to thus software. Successfully uploaded files on carelink. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test (0.0871). No unexpected motor alarms or motor anomalies were noted during testing. Test p-cap locked into the reservoir tube successfully. No pump error or insulin flow blocked alarms were found in the history files on or near the event date. Pump delivered 4 u of bolus on 04-may-2024, 10 u of bolus on 04-may-2024 and 9 u of bolus on 04-may-2024. The total bolus delivered on 04-may-2024 is 23 u. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay and scratched case. In conclusion, possible over delivery was not confirmed during testing or in the history files. Unable to confirm low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.